Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 500mcg/ml baclofen at 33.29mcg/day and 3mg/ml morphine at 0.1998mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient had a MRI 24 hours prior and the pump did not recover from the motor stall. It was reported that the pump was at minimum rate and water was placed in the pump. On (B)(6) 2019 the patient was refilled with drug and the rep was waiting for the stall to recover. No symptoms were reported. No further complications were reported.